Manufacturer narrative:
Citation: sugiura a, et al. Percutaneous trans-axilla transcatheter aortic valve replacement. Heart and vessels. 2022 oct;37(10):1801-1807. Doi: 10.1007/s00380-022-02082-3. Epub 2022 may 3. Earliest date of publication used for date of event. Medtronic products referenced: enveo r delivery catheter system (PMA# p130021, product code npt), enveo pro delivery catheter system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of a modified transaxillary access route during transcatheter aortic valve replacement (tavr). Between march 2019 and march 2021, a total of 13 patients (predominantly female, mean age 77 years) underwent ¿trans-axilla¿ tavr in which vascular access of the distal axillary artery is gained through the left axilla. Onepatient was treated with a non-medtronic tavr system, while the other twelve patients were treated with a medtronic evolut r or pro system. No unique device identifier numbers were provided. Among all 13 patients, adverse events included: stent graft implantation at the puncture site due to persistent extravasation after vascular closure (5 cases); multiple blood transfusions due to baseline macrocytic anemia (1 case, classified as ¿major bleeding¿); transfusion of 4 packs of red blood cells due to gastrointestinal bleeding after the procedure (1 case, classified as ¿life-threatening bleeding¿); and minor peri-procedural bleeding successfully treated with protamine and manual compression (undisclosed number of cases). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated information: section b5: additional information received from the corresponding physician/author stated that the enveo r/pro delivery systems did not cause the observed adverse events. The corresponding physician/author also noted that he and his co-authors have no evidence of malfunction of the delivery systems. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.